Manufacturer narrative:
The explanted lens was returned for analysis. One haptic was broken -gusset area (not returned); the other haptic was bent -gusset and distal areas. The optic was torn/split/cracked (possibly cut) into pieces with additional split/cracked areas. A lens bench evaluation was conducted with acceptable results. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 11/14/2007 and 11/16/2007 by mail, fax and phone. A completed questionnaire was returned 12/12/2007.

Event description:
A surgeon reports a pt with an unexpected postoperative refraction following intraocular lens implant surgery. The lens was exchanged. In a follow-up report, the surgeon reports the outcome of the event as "excellent."